Event description:
A hospital in (B)(6) reported a patient underwent a distal tibial osteotomy. The surgeon drilled with guide block and tried to insert the variable angle locking screw into the proximal row most radial hole. Surgeon inserted the screw using the torque limiting attachment and the screw penetrated the plate about 2mm as seen in x-ray image. The surgeon removed the screw and did not replace it. The surgeon noted the screw hole in the plate was deformed. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number 8355131 was initially provided. Upon DHR completion lot number was found to be invalid. No DHR review was possible. The lot number provided was not found on the synthes, (B)(4), database. No DHR review is possible. 510(k) reported incorrectly. Updated to k102694.